Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states ¿the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ however, this xxl balloon was used in the iliac vein. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 18-6/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.